Manufacturer narrative:
.

Event description:
It was reported one device had normal impedances. However, on the other side, all case combos were greater than or equal to 2000 and 7 or 8ua; the pt has never received therapy benefit on this side though unclear why. The hcp will need to address the issue invasively. The hcp is unsure about lead location and is going to study some recent images to check if lead location is appropriate.